Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a manufacturing representative (rep) reported that 9 was over 10,000. 9 was eliminated from all programs.

Manufacturer narrative:
(B)(4)

Event description:
Follow up information received from the patient reported that, as steps taken to resolve the loss of stimulation issue, a lot of adjustments were made. The patient spent a half an hour with one person after which they recommended that x-rays be taken which it was then discovered that the &#50633;re&#55304;ad slipped down. Additional adjustments were made (tried for an hour) but they could not get it to work. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97702, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
The patient reported via the manufacturer representative (rep) that the patient had met with multiple reps to try to recapture stimulation in the low back but were unsuccessful. X-rays were reported to show that one lead had migrated. The patient was meeting with a rep on (B)(6) 2015 to try to salvage stimulation with x-rays as a reference. The issue was not resolved at the time of this report. The patient was alive with no injury and no surgical intervention occurred or was planned. Relevant medical history included non-malignant pain. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.